Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing resulting in an untreated episode. Technical services (ts) reviewed device data and observed non-physiologic noise at baseline with occasional large amplitude noise. Ts suspected this could be sense b noise or a pocket fracture. The patient was seen in clinic for troubleshooting. In alternate and primary vectors, large railing noise was seen with pocket manipulation. It was noted noise wasn't seen with xyphoid or tip manipulation. The secondary vector exhibited no noise and had stable impedance but had small r-wave amplitude. Ts recommended programming the patient to secondary vector, verifying sensing in multiple postures, and ensure smart pass re-enables. Ts discussed considering a system revision. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received. There were amplitude changes in secondary vector and smartpass was not reenabled. The exact cause of the issue was not determined. Subsequently, this s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.